Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of medstationes broken drawer was confirmed during field service engineer (fse) testing and subsequently confirmed in the dchu testing and inspection process. The device was initially evaluated by the field service engineer (fse). According to work order (B)(4), the fse reported that the half-height cubie drawer 3-1 and all cubie pockets failed, as they were not detected on the bus. The fse observed that neither controller board displayed any lights. The fse replaced the module controller, the drawer controller, and the retractor band. After completing the replacements, the fse rebooted the device and configured the drawer. The fse then logged into the hardware test application and ran a final test on the drawer. Drawer and cubie pockets were functioning properly after the repair. During dchu visual inspection 353844-01: the part was received with copper strands in contact with adjacent copper strands due to a thermal event. 151622-01: the received part showed no signs of physical damage, fluid ingress, loose or missing components. 151630-01: the received part showed no signs of physical damage, fluid ingress, loose or missing components. During dchu testing 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. 151622-01: passed successfully the dmm and hta testing. 151630-01: the part failed the dmm testing due to the measurement on fuse f201 did not meet the expected value. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of medstationes - broken drawer was due to: crossed continuity between adjacent copper strands of both assy retractor dwr hh cubie (p/n 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality. A faulty pcba pmc v1.06/v0.09bl hh (p/n 151630-01) caused by an open fuse (f201), which compromises the proper functionality of the whole assembly.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half height drawer 3.1 broken and failed to open. As per part investigation, it was determined that there was thermal damage observed on the assy retractor drawer half height cubie. There were no delay, no adverse events or injuries reported based on this event.